Event description:
It was reported that the left ventricle lead exhibited high capture thresholds due to placement. The left ventricle lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Correction: b1, b2, h1.